Manufacturer narrative:
Of the three malfunctions, two lot numbers were provided, and lot history reviews were performed. The devices have not been returned for evaluation. However, medical records were provided for one malfunction and confirmed for migration. For the remaining malfunctions, the investigations are inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced migration and perforation. This information was received from various sources. The three malfunctions each involved a patient with no known impact to the patient. Of the three malfunctions, one was a (B)(6) year-old female; weight not provided. The remaining patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
H10: of the three malfunctions, one malfunction was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2021-80513. H10: of the reported two malfunctions, lot numbers were provided for both the malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for one malfunction and the investigation is confirmed for migration and inconclusive and for the remaining one malfunction medical record was not provided, therefore the investigation is inconclusive for the reported migration and perforation. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model rf310f vena cava filter allegedly experienced migration and perforation. These information's were received from a various sources. Both the malfunctions involved patient with no patient consequences. Of the two patients, a 44 years old female patients weight was not provided and the other patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
H10: of the three malfunctions, two malfunctions were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2021-80513 and 2020394-2021-80695. H10: as the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical record was received for evaluation. Therefore, the investigation is confirmed for the reported migration and inconclusive for perforation. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model rf310f vena cava filter allegedly experienced migration and perforation. This information was received from a single source. This malfunction involved one patient with no patient consequences. A 44 years old female patients' weight was not provided.